Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in a single inappropriate shock as well as pacing inhibition. The noise was not reproducible, and did not result in reported symptoms. Lead measurements have remained stable. A guidant technical services (ts) consultant discussed possible sources for the noise, which appeared to be non-physiologic 60 cycle noise. Continued monitoring was recommended at this time.